Event description:
Healthcare professional confirmed there are no complaints against the right side device. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to b5 description of event: healthcare professional initially reported "rupture" on an unknown side and device information was populated through information in the internal database. It was later confirmed that the rupture was on the left side only, and this record is for the right-side device. Healthcare professional has not reported any right-side complaints. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, b6, b7, d6b, h6, h11.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, d4.

Event description:
Healthcare professional reported unknown side "rupture". Device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for a unknown side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.